Manufacturer narrative:
Updated fields: b4, d9, g1-contact person ¿ mfg site, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields: b5, h8. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported the unit stated that battery maintenance was required. The fse stated they replaced the battery and upper display assembly. The unit passed all functional and safety tests and was returned to customer. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part with a reported unit failure of a red mark on the display. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had red display on the upper screen when turning on the device. Customer immediately stopped using the device. There was no patient involvement.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) red display on the upper screen when turning on the device. Customer immediately stopped using the device. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number :(B)(6). A supplemental report will be submitted upon completion of our investigation.